Event description:
It was reported that prior to surgery, it was observed that the "drill bits¿ would not ¿function (spin)¿ when power was applied when in use with the craniotome device. There was no patient involvement reported. There were no delays to the planned surgical procedure, and a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device meets all manufacture's functional specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.